Manufacturer narrative:
On (B)(6) 2020, the product investigation was updated. Updated device investigation summary: during the visual evaluation of the device, a tear measuring approximately 11.0 cm was observed on the anterior aspect and extending to the posterior aspect. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of our quality process, the manufacturing records of this lot number 7286583 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: after clinical review of this file performed on (B)(6) 2020, it was decided to add patient code granuloma to more accurately capture the reported event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on may 26, 2020, mentor became aware that the patient also experienced bilateral capsular contracture and a breast mass on the right side. As a result, the patient underwent bilateral device removal and replacement with 560cc saline mentor smooth round high profile breast implants, catalog number 3503560, lot number 7719921 on (B)(6) 2020. This report is for the patient right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to remove patient code granuloma, to more accurately capture the reported event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on april 15, 2020, the mentor failure analysis lab received the device for evaluation. On april 22, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample a tear measuring approximately 11.0 cm was observed on the anterior aspect and extending to the posterior aspect. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. If you would like us to conduct a more exhaustive evaluation, please complete the attached form and send it back by replying to this message. Once the form is received, the device will be thoroughly analyzed via microscopic examination and a new letter will be provided. If the form was recently provided, please disregard this additional request. As part of our quality process, the manufacturing records of this lot number 7286583 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast surgery with 450cc mentor memorygel breast implants and experienced rupture on the right side and capsular contracture on the left side postoperatively. The rupture on the right side resulted in a silicone mass about 3 inches floating around her armpit. As a result, the patient is scheduled to undergo bilateral device removal and replacement with 500cc saline mentor smooth round high profile breast implants, catalog number 3503500 on (B)(6) 2020. This report is for the patient's right-sided device.